Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. During inspection and testing, the reported event (e333 error message) was not confirmed or duplicated. No abnormalities were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported error code e333 was displayed on the touch panel of the subject device during a total gastrectomy procedure. The user facility was not able to clear the error, and the procedure could not be stopped; therefore, the procedure was completed using the subject device. The user was not operating the touch panel at the time the error code appeared. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the error could not be determined. It is possible that the error may have occurred due to a faulty touch panel or communication failure between the circuit board and the touch panel. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿10.2 troubleshooting guide:code:e33 ·error message:touch panel error·possible cause: the video system center has broken down. Solution: immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.